Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging durning the event. Customer's blood glucose level read "high¿, however, specific blood glucose (bg) value was not provided. The customer addressed their elevated bg with a manual injection of insulin. The customer reverted to an alternate method of insulin therapy.